Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the pc did not show any application. Upon functional testing, the fse found that there was a bad contact with some circuits. The fse cleaned cpu, graphic card, ram and main board. After cleaning cpu, graphic card, ram and main board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system froze and intermittently would not turn on. The issue was found outside of clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.